Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, in-house testing was performed using the returned meter with in-house contour next test strips from lot # 8mpef07a, which gave a satisfactory performance.

Manufacturer narrative:
No information was captured as the customer's weight was not provided. The name and contact details of the initial reporter were not provided, therefore, no information was captured.

Event description:
A nurse called on behalf of the customer to report low blood glucose results with a contour next link 2.4 monitoring system. On (B)(6) 2020, the customer's blood glucose was tested at 5:45 p.m. On the contour next link 2.4 meter and hospital's meter and readings of 67 mg/dl and 273 mg/dl were obtained respectively. The nurse advised the customer to take 9 units of insulin. It is unknown if the insulin was taken before or after the event. The customer was hospitalized on (B)(6) 2019, due to pain and vomiting. Although the customer associated these symptoms with both hypoglycaemia and hypoglycaemia, she was treated with antibiotics and magnesium. There is no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter kit and test strips were sent to the customer.